Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and fever with cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event and was discharged eight days after hospitalization. The patient was treated with vancomycin (1 gram, start dose, intraperitoneal and frequency were not reported) and amikacin (100 mg, once daily and intraperitoneal). At the time of this report, pd therapy was ongoing and the patient has recovered from the event. No additional information is available.